Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a hypotube fracture occurred. The lesion was located in a severely calcified vessel. As the physician "forcibly" advanced the taxus express2 2.5x16mm drug eluting stent, the hypotube fractured. The procedure was completed with another taxus express2 stent. No patient complications occurred. Patient status is satisfactory.